Event description:
Customer reported that after system passed prime/tune, surgeon started the case and system displayed handpiece error and shut down. This happened on two cases. The system was rebooted after the first occurrence and a different handpiece was connected. The system passed prime/tune and surgeon completed the case successfully. When the issue happened again, staff removed the unit from the operating room (or) and brought in their back-up unit and completed the second case successfully. No patient injury was reported.

Manufacturer narrative:
The field service engineer (fse) visited site and upon inspection and analysis of the unit, he confirmed the handpiece error on error log. Fse tested eight handpieces for continuity on the console. The fse found one handpiece (serial number (B)(4)) slightly more difficult to insert into front coupler, but still passed all testing. The fse also inspected maxdrive IV printed circuit board (pcb) and found no issues. No additional problems or observations were detected and the system was found to meet all amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.